Event description:
Pt underwent rotator cuff repair in 2005. Subsequently, pt complained of apin and MRI confirmed lactoscrew anchor had fractured. Arthroscopic procedure was performed on march 10, 2006 and sutures were found intact through cuff but not attached to the anchor. Sutures were removed.